Event description:
It was reported that the device service indicator was illuminated. There was no report of patient use associated with the event. Physio-control evaluated the device and observed the "service" message on the screen after twenty seconds of powering on. Physio also observed several event codes logged in the memory. The reported issue might indicate a lock-up failure.

Manufacturer narrative:
(B) (4): physio-control replaced the system/memory pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system/memory pcb assembly at the failure analysis center and verified the reported/observed failure.